Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse performed alignments for the sorter which resolved the issue. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. The aia-900 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was the sorter was out of alignment. A complaint history review for serial number (B)(4) was conducted from 14-dec-2014 through (B)(6) 2016 for similar complaints. There were three (3) similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported receiving error message 2205 (sorter dropped cup) with the aia-900 analyzer. The customer performed re-boot, re-seat tray, re-inventory and all set home troubleshooting, however, the error 2205 persists intermittently. The customer is unable to run bhcg, e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg, e2 and prog patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.